Manufacturer narrative:
Related product, aware date.

Event description:
Allergan aesthetics received a report of a patient treated abdomen, flanks, upper back, arms with coolsculpting developed paradoxical hyperplasia (pah/ph). Diagnosed with pah on (B)(6) 2018 by medical doctor. Diagnosed with recurring pah on (B)(6) 2021 by medical doctor.

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient who received multiple coolsculpting treatments to multiple areas with unknown applicator, was previously diagnosed with paradoxical adipose hyperplasia in the abdomen and flanks, underwent two surgeries for paradoxical adipose hyperplasia removal, and has recurrence of the paradoxical adipose hyperplasia. The first surgery was for removal from the abdomen back and flanks and the second surgery was for removal from the front abdomen. Allergan aesthetics received the report approximately three years after the surgery. The treatment provider evaluated the patient approximately one month before allergan aesthetics received the report and described excessive visibly enlarged tissue, firm nodular fibrotic thicker tissue, contour deformity, inflammation, and scaring. The patient reports severe regrowth in the upper abdomen.